Manufacturer narrative:
The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Ten days after the procedure that involved a mynx control vascular closure device (vcd), the patient was brought back because of pain and noticed a white protrusion coming out of on the access sites. Upon examination the nurse practitioner (np) discovered a white ¿tape like¿ material protruding from one of the sites and that the site looked red, possible infected, and "angry". The patient was given antibiotic therapy (keflex). The procedure was an electrophysiology (ep) and ablation using three sheaths in the right groin. All access is venous access. The mynx control was no stored in temperature exceeding 25 °c. The avanti sheath sizes were seven, eight, and eleven french. The vcd was inserted in the sheath. The mynx control sealant deployed with no issues. Eight days later the patient came into the office for routine follow up. Upon examination the np noticed a white ¿tape like¿ protrusion from one of the access sites. The np pulled out the white protrusion and cleaned the site. The np then noticed redness at the site and thought it was possible that the site was infected. She stated the site looked ¿angry¿. She did not know which of the french size of the sheath where the protrusion was coming from. She did initiate antibiotic therapy (keflex).

Manufacturer narrative:
Ten days after the procedure that involved a mynx control vascular closure device (vcd), the patient was brought back because of pain and noticed a white protrusion coming out of on the access sites. Upon examination the nurse practitioner (np) discovered a white ¿tape like¿ material protruding from one of the sites and that the site looked red, possible infected, and "angry". The patient was given antibiotic therapy (keflex). The procedure was an electrophysiology (ep) and ablation using three sheaths in the right groin. All access is venous access. The mynx control was no stored in temperature exceeding 25 °c. The avanti sheath sizes were seven, eight, and eleven french. The vcd was inserted in the sheath. The mynx control sealant deployed with no issues. Eight days later the patient came into the office for routine follow up. Upon examination the np noticed a white ¿tape like¿ protrusion from one of the access sites. The np pulled out the white protrusion and cleaned the site. The np then noticed redness at the site and thought it was possible that the site was infected. She stated the site looked ¿angry¿. She did not know which of the french size of the sheath where the protrusion was coming from. She did initiate antibiotic therapy (keflex). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement-partial¿ and ¿infection¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited amount of information, it is impossible to determine what factors may have contributed to the reported events. An infection is defined as an invasion of patient¿s tissue by microorganisms following use of closure device. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient during or after an invasive procedure, and can be related to hospital protocols, patient factors and puncture-site care. Infections occasionally occur following closure, and may also be caused by a bleeding event. Hematomas promote colonization of bacteria, which may lead to inflammation, swelling or infection near the closure site. After-care of the site may also may impact healing. Excessive bleeding, swelling of the groin or leg, pain in the groin or leg, and any sign of infection (redness, swelling, drainage, warmth, fever, chills, non-healing of wound). Infections are a known potential complication and listed in the IFU as such. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.